Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. Device history record review revealed nothing relevant to this event. Lot number was not provided so device history record review cannot be performed. This is the fifth complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two speedcinch curved needles with two peek implants and 2-0 fiberwire were being used in a meniscal repair knee arthroscopy procedure. Implant #1 deployed fine from both speedcinches, but implant #2 failed to deploy. After engaging the second implant, no first click was felt and minimal second click. Also, the trigger was stuck for both of the speedcinch devices. The second implants had to be cut-out of both of the speedcinch devices, and the first implants remained in the patient. Another manufacturer's device and implant were used to complete the procedure successfully. No injury to the patient was reported.